Manufacturer narrative:
Evaluation found that the product was made to specification. The difficulty in use can be attributed to variation within the manufacturing tolerance. If this occurs it can make it more difficult to attach the vest to the crown, resulting in an extension in the application time. The device was not returned as it is currently applied to the patient. It was able to be fully tighten and as such will perform its intended function.

Event description:
During stabilization of cervical fracture the placement of the crown on the skull was in accordance with the procedure description. When the hcp wanted to connect the joints on the transverse bars (from the superstructure airflo vest) to the toothed joints on the crown he noticed that the teeth do not fit well with each other. The user tightened the connecting bolts down and completed the application process. There was no adverse patient outcome. The situation did cause a extension of application time and as a result of the delay an MDR is filed to document this event.